Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation (discarded) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported inconsistent readings from an intracranial pressure microsensor that occurred on (B)(6) 2021 after transporting a patient. The patient had a codman microsensor metal skull bolt implanted connected to a direct link intracranial pressure monitor on (B)(6) 2021. The direct link monitor reportedly read intracranial pressure readings 7-8 mmhg in the operating room on (B)(6) 2021 after the codman microsensor metal skull bolt was placed. When the microsensor was hooked up to the post anesthesia care unit (pacu) monitor, the intracranial pressure reading was negative 1 to zero. When the microsensor was connected to a new direct link monitor the intracranial pressure read 8 mmhg. When the patient was transferred to their room, the monitor read an intracranial pressure of negative 20 mmhg. Recalibration was not attempted when the pacu nurse was there. On the morning of (B)(6) 2021, the intracranial pressure was reading in the 30s mmhg, both when the patient was asleep (flat in bed) and awake with head of bed elevated. The nurse practitioner recalibrated the entire system and the monitor read negative and intracranial pressure reading of 3 to positive 1 with a waveform. The intracranial pressure appropriately went up and down with movement. The inconsistent intracranial pressure readings and readings not being consistent with the patient¿s presentation started when the patient was transported to the pacu and continued when the patient was transported to the nursing floor. The patient has an arachnoid cyst, therefore normal or slightly elevated icp would be expected. The microsensor was replaced with a new microsensor on (B)(6) 2021 since the intracranial pressure values were inconsistent and deemed unreliable. There were no safety issues or problems with the patient after the microsensor was replaced.